Event description:
It was reported that the sensor indicates a very low saturation (spo2) (75%) when the patient's color does not indicate a desaturation event. In addition, it falls apart and doesn't pick up signal. It was also reported that the patient does sometimes get blisters because the sensor gets hot.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.